Manufacturer narrative:
It was reported the patient was experiencing pain at ipg site was not confirmed. This issue cannot be confirmed with product testing alone. Visual inspection of the device did not identify any anomalies or damage that would contribute to the reported issue. Normal pairing and bluetooth (ble) communication was observed. It was running the therapy application and functional. Bench testing did not reveal any stimulation anomalies when monitored on the oscilloscope. There was no complaint of the performance of the ipg.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg pocket. In turn, surgical intervention was undertaken wherein the ipg was replaced and repositioned at a different pocket, resolving the issue. Post-operatively, stimulation therapy was restored.